Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested of the double process tall clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported on behalf of the site that the head of the screw to close the double process tall clamp was detached. The procedure was already completed when this issue occurred, when the site staff checked the instrument before cleaning, the screw head became detached. There was no patient present when this issue was identified.